Event description:
"During the procedure the clip applier handle did not close properly. When the surgeon checked the soring, it was time consuming with the obvious frustration of the surgeon and delay the procedure."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a final report will be sent.